Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a current fill estimate issue showing 0 units instead of the anticipated 150 units. There was no adverse impact on the customer¿s blood glucose level. The caller successfully reloaded the same cartridge with assistance from customer technical support, resolving the discrepancy in the fill estimate to match the expected 255 units, and the problem was resolved.